Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the programmer was turned on and a popping sound was heard followed by a burning smell. This programmer will be returned for analysis. No reported patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly analyzed. Analysis indicated that programmer did not boot up due to anomaly in the printed circuit board (pcb) brought about by electrical overstress. Moreover, touch screen was preventively replaced. Parts of the outer housing had scratches. The programmer was repaired and the power supply was replaced. Laboratory analysis was able to confirm the allegation.